Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there were no issues with the librelink application that would have led to the complaint. The user reported missing high and low glucose alarms with the freestyle librelink application. Successfully scanned and received glucose reading and alarm notifications using a similar configuration (2.8.1.6120, os 16.3) and unable to reproduce the complaint. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with iphone 8 ios operating system version 16.5.1; app version 2.8.1.6120. The low and high glucose alarms did not sound and customer was not alerted of changes in glucose level. As a result, the customer experienced hypoglycemia and fell out of bed. The customer was unable to self-treat, requiring treatment of glucose drink by third-party. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported, with the adc device in use with iphone 8 ios operating system version 16.5.1. The low and high glucose alarms did not sound. And customer was not alerted of changes in glucose level. As a result, the customer experienced hypoglycemia and fell out of bed. The customer was unable to self-treat, requiring treatment of glucose drink by third-party. There was no report of death or permanent impairment associated with this event.